Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material rupture was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is possible the incorrect device was returned, or the connection of the device was no secure; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a severely stenosed lesion in a superficial femoral artery (sfa). A 6x80mm armada 18 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however during the first inflation to 4atms the balloon was noted to rupture. Therefore the bdc was replaced with another armada bdc and the procedure was continued. There were no adverse patient effects nor clinical delay reported. No additional information was provided.